Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing set leaked fluid onto the patient's bed sheet. After verifying that all the connections were tightened, the nurse replaced the bed sheets and noticed that fluid was leaking down the side of the tubing. Once the tubing set was changed, it was observed that there was a hole and was leaking fluid. Although requested, additional information was not provided.